Manufacturer narrative:
Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple, intermittent occasions. Reportedly, the customer filled cartridges with more than 300 units of cold insulin. Customer loaded a new cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose.